Manufacturer narrative:
(B)(4) inspection of the returned device revealed that the cutter was vertically bent upward and its tip was damaged. The observed damage is possibly caused by striking the end cap of the hub of the exchange sheath system when attempting to engage the device with the sheath. However, this could not be confirmed because the exchange sheath system was not returned with the device. During lab testing, after the cutter was re-aligned, we were able to securely engage the device with the proxy sheath. Based on our investigation, the device met the manufacturing criteria. Without the return of the exchange sheath system, the probable root cause for the bent cutter could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during deployment of the thumb advancer, the cutter was noted to be bent at a perpendicular angle. The device was removed and manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.